Event description:
It was reported that the pt had her device replaced a little over a year ago and it is "broken again". The device does not work. She experiences sharp pains at the ipg site if she sits longer than twenty minutes. She always feels sore, "like black and blue pain". She would like her device explanted. Further info is being requested from the hcp.